Event description:
A customer reported that an ophthalmic laser exhibited intermittent laser and failing to activate. Procedure details and patient impact have not been provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) was opened to address the reported event. An on-site assessment was performed and was unable to confirm or replicate the reported event. As a preventative measure, the table column and slit lighting prism was replaced, then found the system to meet manufactures specifications per service test procedure (stp). Based on the information available, the customer reported event cannot be confirmed or replicated. Per the sr, the customer replaced the laser probe and found the system to meet specifications. Based on the information obtained, the root cause of the reported event is inconclusive. Actions taken per the sr resolved the reported event. This complaint has been reviewed and based on a low occurrence rate, it is determined that no further actions are necessary at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).